Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric procedure, while resecting the duodenum, the green button did not illuminate when the stapler was approaching the tissue and the device did not go into firing mode. Another device was used to complete the case. There was no patient injury.